Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose level was not impacted. The customer was advised to speak to their healthcare provider regarding a backup method of insulin therapy.